Event description:
During hip arthroscopy/labral repair, the surgeon started anchor preparation using the curved guide and the flexible 2.3mm drill. The flexible drill broke in two parts; drill tip and flexible shaft transition, the tip remained attached to the patient bone. The surgeon had to remove the drill tip with a grasper. The surgeon could repair the labrum using another anchor, but this was making a new drill hole, causing traumatic and unnecessary holes to the patient¿s bone. The bone quality was good and the patient seemed to be okay post-procedure.

Manufacturer narrative:
One flexible curved twist drill was returned for evaluation and it was confirmed that the drill head has broken free from the flexible coil. The breakage of the drill has occurred at the distal weld zone of the flexible coil to the drill head. The drill head was not returned for evaluation. The flexible coil is slightly unwound which is indicative of being run in reverse. Examination of the break area shows adequate weld penetration. This location is the high stress zone of the drill. The breakage is consistent with excessive torsional force. Based on the information provided and the condition of the returned device a root cause could not be determined. (B)(4).